Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and endometriosis ("tumor / teratoma / cancer type: stage IV endometriosis") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 (B)(6) 1993). Previously administered products included for birth control: depo-provera from 2008 to 2009. Concurrent conditions included obesity, endometriosis and menometrorrhagia. Concomitant products included bupropion (wellbutrin) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 5 months 12 days after insertion of essure, the patient experienced endometriosis (seriousness criteria medically significant and intervention required) and musculoskeletal pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (robotic resection of stage IV endometriosis, extensive lysis of adhesion, modified radical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, endometriosis and menstrual disorder outcome was unknown and the musculoskeletal pain had resolved. The reporter considered endometriosis, menstrual disorder, musculoskeletal pain and pelvic pain to be related to essure. The reporter commented: plaintiff had to have the essure device removed due to complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (B)(6) 2010 : hysterosalpingogram : no evidence of filling in either the right or left fallopian tube secondary to recent procedure quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event tumor / teratoma / cancer type: stage IV endometriosis pt was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain pelvic area") and endometriosis ("tumor / teratoma / cancer type: stage IV endometrosis") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 ((B)(6) 1993). Previously administered products included for birth control: depo-provera from 2008 to 2009. Concurrent conditions included obesity, endometriosis and menometrorrhagia. Concomitant products included bupropion (wellbutrin) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 5 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), musculoskeletal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (salpingectomy and oophorectomy (bilateral) on (B)(6) 2013, dilatation and curretage on (B)(6) 2013) and surgery (robotic resection of stage IV endometriosis, extensive lysis of adhesion, full hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the endometriosis, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the musculoskeletal pain had resolved. The reporter considered endometriosis, menorrhagia, menstrual disorder, musculoskeletal pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had to have the essure device removed due to complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. (B)(6) 2010 : hysterosalpingogram : no evidence of filling in either the right or left fallopian tube secondary to recent procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received, events: abnormal bleeding (vaginal, menorrhagia), surgery: salpingectomy, oophorectomy, dilatation and curettage added. Event onset dates added. Event outcome updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic area') and endometriosis ('tumor / teratoma / cancer type: stage IV endometrosis') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 1993), adnexal mass, headache, irregular menstruation, amenorrhea, weight gain, weight loss, depression, libido disorder, chest pain, leg pain, soreness breast, bloating and shoulder pain. (B)(6) 2013 us revealed cystic ovaries-the right ovary: 5.1 x 3.6 x 4.9 cm- the left ovary: 5.7 x 4.5 x 4.8 cm. (B)(6) 2013 CT revealed moderate to severe left hydroureteronephrosis leading to the level of a 4.3 x 3.5 x 4.5 cm complex cystic left adnexal mass. Previously administered products included for birth control: depo-provera from january 2008 to june 2009. Concurrent conditions included obesity, endometriosis, menometrorrhagia, ureterohydronephrosis (left), abdominal pain, kidney stone (2013), pelvic adhesions, d & c, ovarian mass (left), nephrostomy (left), ureterolysis procedure, cystoscopy, ureteral stent insertion, endometriotic cyst, bladder neoplasm, urinary frequency, back pain, abdominal pain, frequency urinary and urine culture. Concomitant products included bupropion hydrochloride (wellbutrin) from 21-sep-2016 to 1-jul-2017, docusate sodium, ibuprofen, oral contraceptive nos from (B)(6) 2009 to (B)(6) 2009 and oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), musculoskeletal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 12 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (robotic resection of stage IV endometriosis, extensive lysis of adhesion, full hysterect and salpingectomy and oophorectomy (bilateral) on (B)(6) 2013, dilatation and curretage on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, musculoskeletal pain, menorrhagia, back pain and metrorrhagia had resolved and the endometriosis, menstrual disorder, vaginal haemorrhage, psychological trauma and post procedural complication outcome was unknown. The reporter considered back pain, endometriosis, menorrhagia, menstrual disorder, metrorrhagia, musculoskeletal pain, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had to have the essure device removed due to complications. Two radio metallic linear devices are noted in the adnexa related to a procedure. Discrepancy noted in essure removal date (B)(6) 2013 and (B)(6) 2013 plaintiffs received treatment for pelvic pain, back pain, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: no evidence of filling in either the right or left fallopian tube secondary to recent procedure. Two radio metallic linear devices are noted in the adnexa related to a procedure. Pathology test - on (B)(6) 2013: final diagnosis. A) endometrium, curettage: - secretory phase endometrium with glandular and stromal breakdown. - endocervical epithelium with no pathologic change. - squamous epithelium with no pathologic change. B) endocervix, curettage. - secretory phase endometrium with glandular and stromal breakdown. - endocervical tissue with no pathologic change; on (B)(6) -2013: final diagnosis a) right pelvic sidewall, biopsy: - endometriosis. B) uterus, cervix, bilateral ovaries and fallopian tubes, hysterectomy and bilateral salpingo-oophorectomy: cervix: - endometriosis. Endometrium: - disordered proliferative phase endometrium. Myometrium: - no pathologic change. Left ovary: - endometriotic cyst. Left fallopian tube: - benign paramesonephric cyst. Right ovary: - benign follicle and corpus luteum cysts. Right fallopian tube: - no pathologic change.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: shoulder pain, pelvic pain, endometriosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Event added from pfs- back pain, psych injury, metrorrhagia, post removal complication. Events outcomes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic area') and endometriosis ('tumor / teratoma / cancer type: stage IV endometrosis') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 1993), adnexal mass, headache, irregular menstruation, amenorrhea, weight gain, weight loss, depression, libido disorder, chest pain, leg pain, soreness breast, bloating and shoulder pain. (B)(6) 2013 us revealed cystic ovaries-the right ovary: 5.1 x 3.6 x 4.9 cm- the left ovary: 5.7 x 4.5 x 4.8 cm. (B)(6) 2013 CT revealed moderate to severe left hydroureteronephrosis leading to the level of a 4.3 x 3.5 x 4.5 cm complex cystic left adnexal mass. Previously administered products included for birth control: depo-provera from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included obesity, endometriosis, menometrorrhagia, ureterohydronephrosis (left), abdominal pain, kidney stone (2013), pelvic adhesions, d & c, ovarian mass (left), nephrostomy (left), ureterolysis procedure, cystoscopy, ureteral stent insertion, endometriotic cyst, bladder neoplasm, urinary frequency, back pain, abdominal pain, frequency urinary and urine culture. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2016 to (B)(6) 2017, docusate sodium, ibuprofen, oral contraceptive nos from september 2009 to december 2009 and oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), musculoskeletal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 12 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (robotic resection of stage IV endometriosis, extensive lysis of adhesion, full hysterect and salpingectomy and oophorectomy (bilateral) on (B)(6) 2013, dilatation and curretage on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, musculoskeletal pain, menorrhagia, back pain and metrorrhagia had resolved and the endometriosis, menstrual disorder, vaginal haemorrhage, psychological trauma and post procedural complication outcome was unknown. The reporter considered back pain, endometriosis, menorrhagia, menstrual disorder, metrorrhagia, musculoskeletal pain, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had to have the essure device removed due to complications. Two radio metallic linear devices are noted in the adnexa related to a procedure. Discrepancy noted in essure removal date (B)(6) 2013 and (B)(6) 2013 plaintiffs received treatment for pelvic pain, back pain, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: no evidence of filling in either the right or left fallopian tube secondary to recent procedure. Two radio metallic linear devices are noted in the adnexa related to a procedure. Pathology test - on (B)(6) 2013: final diagnosis a) endometrium, curettage: - secretory phase endometrium with glandular and stromal breakdown. - endocervical epithelium with no pathologic change. - squamous epithelium with no pathologic change. B) endocervix, curettage - secretory phase endometrium with glandular and stromal breakdown. - endocervical tissue with no pathologic change; on (B)(6) 2013: final diagnosis a) right pelvic sidewall, biopsy: - endometriosis. B) uterus, cervix, bilateral ovaries and fallopian tubes, hysterectomy and bilateral salpingo-oophorectomy: cervix: - endometriosis. Endometrium: - disordered proliferative phase endometrium. Myometrium: - no pathologic change. Left ovary: - endometriotic cyst. Left fallopian tube: - benign paramesonephric cyst. Right ovary: - benign follicle and corpus luteum cysts. Right fallopian tube: - no pathologic change.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: shoulder pain, pelvic pain, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and neoplasm malignant ("tumor / teratoma / cancer.") In a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 ((B)(6) 1993). Previously administered products included for birth control: depo-provera from 2008 to 2009. Concurrent conditions included obesity. Concomitant products included bupropion (wellbutrin) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced neoplasm malignant (seriousness criterion medically significant) and musculoskeletal pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown and the musculoskeletal pain had resolved. The reporter considered menstrual disorder, musculoskeletal pain, neoplasm malignant and pelvic pain to be related to essure. The reporter commented: plaintiff had to have the essure device removed due to complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs received, reporter added, patient historical and concomitant condition added, concomitant drug added, events added as follows:- neoplasm malignant , musculoskeletal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. The reporter commented: plaintiff had to have the essure device removed due to complications. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 6 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. Coils were removed approximately 6 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event was assessed as related. This case was regarded as incident since intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.